Manufacturer narrative:
There are two possible lot numbers for the fusion oxygenator: lots: 220794076 & 220794070. The exact lot number is unknown. Investigation conclusion: complaint was not confirmed for elevated co2 values (poor gas transfer) as the device was not returned. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. Potential contributing factors include patient or clinical condition at time of bypass, protein build-up, platelet activation, temperature extremes, low heparin protocols, or variability in heparin potency causing a faster decline in anti-coagulation than anticipated. There is the potential of gas leaks within the gas circuit that were not identified by the user. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the first abg within 15 minus after initiation of cpb showed an elevated co2 that was resistant to change over time despite increasing the sweep gas. With sweep gases in excess of 10-12lpm, co2 creeped up into the 60s <(>&<)> 70s. After the customer connected the oxygenator directly to an o2 tank, the co2 issue seemed to resolve but later climbed prior to the end of the case. The patient endured prolonged periods of elevated co2 levels during cpb as a result of not being able to reduce them with sweep gas through the fusion. However, the patient did not experience any obvious injury after the case.